Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via a remote merlin.net transmission. Upon review of the transmission, the implantable cardioverter defibrillator exhibited backup operation. The patient was seen in clinic and the device was successfully restored. The patient would continue to be followed normally.